Manufacturer narrative:
Philips service refixed the potmeter and made adjustments, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that geometry restarting intermittently; zeroing position failed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.